Manufacturer narrative:
Internal reference number qn (B)(4). Additional investigation details not provided in the initial report. Although the customer confirmed that the product is available for return, nobel biocare has not received the product to date. As such, no visual inspection can be performed at this time. The affected lot was manufactured on march 07, 2020. No other complaints were received for this lot. A device history record review was performed on july 21, 2020. No deviations were found. Nobel biocare cannot provide a final conclusion as to the cause or contribution of material number 34138 to this occurrence due to lack of background information. Risks associated with dental implant surgery include: damage to vital structures (the inferior alveolar nerve, underlying blood vessels ( can be life threatening), mandibular fracture, perforation of the maxillary sinus membrane), failure to integrate, loss of integration, local and systemic infections, implant or abutment fracture, bone loss or resorption, periodontal inflammation, soft tissue recession. Failure to obtain patient specific anatomical knowledge from preoperative radiographs may result in unfavourable outcomes. The symptoms as described could be secondary to the local anaesthetic, a retraction trauma from the tissue handling, drilling too close to the nerve canal, or compressing the nerve canal with the installation of the implant. The best way to avoid compromised treatment outcomes is to maximize pre-treatment diagnosis and treatment planning. Surgical planning should be completed with full knowledge of the patient's mental and physical state, as well as local site evaluation. Investigation of this complaint file will be closed based on current available information and will be re-opened should additional information become available or the product be returned. No control measures are deemed necessary.

Manufacturer narrative:
Internal reference number (B)(4).

Event description:
On (B)(6) 2020 nobel biocare received an online complaint from a customer in the USA concerning dental implant nobelactive internal rp 5.0x11.5mm (material number 34138, lot number 13095835). The implant was placed on (B)(6) 2020 and removed on (B)(6) 2020. The customer documented the complaint issue as ian paresthesia. The patient is a (B)(6) female, who is documented as having lekholm and zarb bone classification type iii (medium/soft bone). The customer indicated that the implant was in close proximity to the inferior alveolar nerve with resulting paresthesia. The implant was removed one day after placement. The numbness did not resolve after the implant was removed. The customer has also reported that the follow up treatment for the patient is neurosensory testing.